Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver download failed because the device will not turn on. Functional testing failed because the device will not turn on. The receiver case was open and moisture damage was found at the main board. The reported event of no audio output was not determined. A root cause could not be determined.